Event description:
It was reported that the patient went to the emergency room due to a triggered alert. It was also reported that a separate lead was used in the superior vena cava (svc) port for the high voltage therapy. An interrogation revealed that the svc defibrillator coil had high impedance trends. The svc lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned in segments and analyzed. The distal conductor was fractured, distorted, and stretched. The outer insulation was breached (clavicle-rib crush) and had cosmetic depression. The lead was stretched.